Event description:
During laparoscopic appendectomy, the surgeon attempted to fire the stapler (covidien endo gia ultra universal stapler 12mm) when a loud snap was heard. The stapler misfired, not deploying the staples. Another stapler was obtained and used without difficulty. No patient harm.